Manufacturer narrative:
Per the conformable gore® tag® thoracic endoprosthesis instructions for use, complications associated with the use of the gore® tag® thoracic endoprosthesis may include, but are not limited to dissection, perforation, or rupture of the aortic vessel & surrounding vasculature, and death.

Event description:
On (B)(6) 2017, the patient underwent treatment of a ruptured acute stanford type b aortic dissection with two conformable gore® tag® thoracic endoprostheses. The primary entry tear was located approximately 3 cm distal to the left subclavian artery. The distal endoprosthesis was implanted covering the re-entry tear. The proximal endoprosthesis (tgu404015j/15777359) was implanted just distal to the left common carotid artery, intentionally covering the left subclavian artery. Post-implant ballooning was performed on the proximal end of the stent-graft system with a gore® tri-lobe balloon catheter. After a final procedural angiograph was performed, the patient reportedly went into hemorrhagic shock as the incision was being closed. Angiography was performed again, and a retrograde type a dissection was reportedly identified in the ascending aorta. Bleeding in the thoracic cavity due to a perforation of the ascending aorta was also reported. The physician was not able to render any treatment for the dissection and perforation. The procedure was concluded and patient was transferred to the intensive care unit with percutaneous cardiopulmonary support. The patient reportedly expired shortly afterward.

Manufacturer narrative:
Please note correction: date of event is (B)(6) 2018.